Event description:
Biomet orthopedics received preliminary clinical data regarding patients in the joint assist database. It was reported patient underwent a left total hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2006 due to dislocation. It has been reported that the patient underwent four additional surgeries prior to the revision.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product identification & expiration date - unknown, date implanted - unknown, PMA/510(k) number, manufacture date ¿ unknown.